Event description:
It was reported that the system was removed due to infection. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 219 mg/dl and 113 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.